Event description:
Patient presented to the physician with fluid accumulation and swelling at the chest incision site. Physician suspected an infection. Physician brought the patient into the or and explanted the entire inspire system.